Event description:
A customer called with a complaint that the meter is reading hi when testing and then pt will test again and get a much lower reading such as 59 mg/dl. Pt stated that this has happened several times. During the troubleshooting process, it was determined that the customer had been using expired test strips. The electronics of the meter were checked and found to be acceptable. It was explained to the customer that bayer does not guarantee the use of expired reagent strips. Replacement test strips have been sent to the customer. This complaint is considered closed for purpose of MDR.